Manufacturer narrative:
Additional reporting on this event will be provided as a supplemental report to this document as soon as it becomes available.

Event description:
Instrument failure - trial acetabular liner was cross-threaded due to surgeon error. A replacement was available to complete the surgery.

Manufacturer narrative:
Manufacturer narrative: the reason for this instrument failure was reported as surgeon error. The possible time in service for device is 2 years and 4 months from manufactured date. The healthcare professional indicated this event occurred during surgery, near the patient. No risk or adverse event was reported by the surgeon. The surgery was completed as intended, with no delay. The instrument was inspected prior to use and was deemed acceptable for use based on its appearance. The agent was present during surgery and was able to source a suitable replacement device. The device was returned to the manufacturer and made available at djo surgical for evaluation. A review of 803-41-36f device history record (DHR) revealed the instrument, when released for use, met design and manufacturing requirements. There were no non-conforming material report (ncmr) associated with the production of this instrument. Complaint database review showed no previous complaints and there were no indications that this instrument has a design or material deficiency. That are - threads damaged/galled. The root cause of this complaint is likely attributable to damage incurred from surgeon error in cross threading. This is not an event associated with a product failure, malfunction, or issue. There are no indications that this instrument has a systemic design or material deficiency. Therefore, no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue. RMA examination: the instrument was returned to djo and after further examination, acetabular liner is cross threaded. Additional reporting on this event will be provided as a supplemental report to this document if it becomes available.